Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's physician reported via phone call that the customer was in the ER for low blood glucose levels. Her blood glucose at the time of hospitalization was 28 mg/dl. The patient was treated with food and glucose tablets. The customer does not recall any significant events that led to the hospital admission as that was the only day she recently experienced a low. The customer was advised to disconnect from the pump and she was walked through the inspection. The insulin pump appeared to be undamaged and functional. No products were returned or shipped.